Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Photo sample evaluation: received (6) photo samples. Visual evaluation of the photo samples noted an opened used temp-sensing foley catheter. Verified material number 29030j14, batch number mykr1703, material number for catheter 119314 and manufacturing lot number ngjy4778. The third and fourth photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. The rupture on catheter could be confirmed from the photos provided. This is out of specification per inspection procedure, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Received 1 all-silicone temp sensing foley catheter with sample port connector and packaging label. Verified material number 119314, batch number mykr1703 and manufacturing lot number ngjy4778. Visual inspection noted the catheter balloon had rupture (measuring 0.4605"). There were no missing pieces were noted. This is out of specification per inspection procedure, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use in the operating room, it was discovered that the cuff was damaged of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use in the operating room, it was discovered that the cuff was damaged of the foley catheter.